Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that upon the second discharge of energy to a patient (age & gender unknown) fire was seen coming from the defibrillator's associated electrode pad. Complainant indicated that the patient sustained second and third degree burns.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device was recertified and returned to the customer. The clinical data was not available for review. The multi-function cable and electrode pads (non-zoll) used at the time of the reported event were not returned to zoll for evaluation. Activity logs were reviewed and could not add any information beneficial to this type investigation. No trend is associated with reports of this type.